Event description:
Customer's mother called to report the insulin pump was damaged and not functioning. Blood glucose reading was 600 mg/dl. The customer was in school when she dropped the insulin pump in the bathroom. The bottom of the insulin pump was cracked near the drive support cap. The school nurse stated that the crack was causing the insulin pump to be unable to deliver insulin. The customer was treated with manual injection. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a stained end cap sticker and stained address and serial number label. The drive support disk was normal and recessed. The insulin pump passed the displacement test, self test, off no power test, reset error test and the rewind. The operating currents were within specification. The insulin pump alarmed during the basic occlusion test due to a cracked end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.